Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('claiming perforation: uterus') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ (heavy menstrual bleeding),"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (salpingectomy (bilateral)/ hysterectomy (partial)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, fatigue, alopecia and migraine outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, uterine perforation, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Essure start date and stop date updated. Events: claiming perforation: uterus, general abnormal bleeding, dysmenorrhea (cramping), menorrhagia/ (heavy menstrual bleeding), vaginal infection, vaginal discharge, fatigue, hair loss, migraine, were newly added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('claiming perforation: uterus') and genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure (batch no. 645019, 646514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and right lower quadrant pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ (heavy menstrual bleeding),"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (salpingectomy (bilateral)/ hysterectomy (partial)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, fatigue, alopecia and migraine outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted: the insertion details as per mr is (B)(6) 2009. No. Of coils: left-four to five coils, right-approximately four to five coils. Removal procedure:robotic-assisted hysterectomy with bilateral salpingectomy and adhesiolysis. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Lot number: 645019, manufacturing date: 2009/05, expiration date: 2012/05. Lot number: 646514, manufacturing date: 2009/06, expiration date: 2012/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('claiming perforation: uterus') and genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure (batch no. 645019, 646514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and right lower quadrant pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ (heavy menstrual bleeding),"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (salpingectomy (bilateral)/ hysterectomy (partial)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, fatigue, alopecia and migraine outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted: the insertion details as per mr is (B)(6) 2009. No. Of coils: left-four to five coils, right-approximately four to five coils. Removal procedure:robotic-assisted hysterectomy with bilateral salpingectomy and adhesiolysis. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 27-jan-2021: mr received. Reporter information, lot no, other relevant history, auto-narrative supplement added and rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.